Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v210850, implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient had a battery replacement surgery. It was suspected that there was premature battery depletion. It was stated that the battery went from 3.72v to completely depleted in one month. The physician suspected a faulty battery. The patient experienced less that 50% therapy relief. The patient was reported to be alive with no adverse even or injury. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at normal end of life. No telemetry and no output were achieved.

Event description:
Additional information reported that attempts had been made to connect to the battery while it was implanted, but it was undetectable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient was "well maintained currently."